Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery when inserting his infusion sets; the customer has used three sets and three reservoirs recently. The customer stated that the infusion sets were defective. The patient's blood glucose at the time of incident was 179 mg/dl; however, his blood glucose exceeded 400 mg/dl through his infusion set changes. The no delivery alarms were resolved by changing both the infusion set and reservoir. No products were returned or replaced.